Manufacturer narrative:
Patient¿s weight is unknown. Date of event is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of one (1) synthes 4-hole 3.5 mm locking compression plate (lcp) low bend medial distal tibia plate and seven (7) unknown screws on (B)(6) 2018 due to an open wound over medial ankle and an exposed medial plate. The patient already had an orthofix ring fixator on the left tibia when they underwent an open reduction internal fixation of the left distal tibia to be implanted with the medial plate and seven unknown screws construct on (B)(6) 2017. Subsequently, the patient returned to the operating room for removal of the medial plate and all screws due to the open wound and the exposed plate. The surgeon planned to remove the external fixator and the medial plate. The surgeon made an incision and drained all wounds before removing all hardware successfully. All hardware was removed intact. The wound care and the removal procedure was completed successfully, multiple x-rays (unavailable) were taken during the procedure. There were no patient consequences and the patient was reported to be stable. Concomitant devices reported: orthofix ring fixator (part# unknown, lot# unknown, quantity# 1). This report is for one (1) 3.5mm lcp low bend medial distal tibia plate/4h/left/109mm. This is report 1 of 2 for complaint (B)(4).